Event description:
Reporter alleged that pt's blood glucose measured 19 mg/dl back to back with a result of 120 mg/dl on the inform sys when testing was performed 6 mins apart. It was stated no actions were taken or treatment received by the pt. Reporter stated, quality control testing was performed on the sys and both levels of testing yielded values within acceptable ranges; however, the expiration date of the control solutions was not verified. The suspect product was not returned to the MFR for eval.